Event description:
A pt fell backwards due to the support bar on a procedures chair coming loose. This was caused by failure to tighten the support bar thumbscrew by the user facility. This is not a design or a mfg problem.